Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during or shortly after pump implantation and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the right heart failure was pre-existing to the patients implant. The device operated as intended and had no impact on progressive right ventricular failure.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient passed away and the cause of death was right heart failure. The death was not thought to be device related and an autopsy was not performed. The device was not explanted and would not the returned for evaluation.